Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the ise tubing was clogged. Fse replaced the ise tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results for sodium (na) on their au5800 clinical chemistry analyzer. There were twelve (12) high patient results were reported out of the laboratory. The customer repeated the patient samples and results were lower. There was no report of death associated with this event. The customer did not provide patients demographics. The customer provided the results for two (2) patient samples.